Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that on (B)(6) 2022, a 28mm amplatzer amulet left atrial appendage occluder was successfully implanted. Patient underwent routine transesophageal echocardiogram (tee) to evaluate amulet on (B)(6) 2023. Amulet was noted to have migrated proximally on the mitral valve side. Device is completely proximal to circ on mitral valve side while appears endothelialized on the pulmonary vein ridge side. Tee review from 45-day post implant ((B)(6) 2022) and device was also found to be more proximal on the mitral valve side. The patient is asymptomatic at this time. There was no intervention performed. The patient is placed on oral anticoagulant (oac). The plan is to continue to monitor. The patient was reported to be stable. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022, a 28mm amplatzer amulet left atrial appendage occluder was successfully implanted. Patient underwent routine transesophageal echocardiogram (tee) to evaluate amulet on (B)(6) 2023. Amulet was noted to have migrated proximally on the mitral valve side. Device is completely proximal to circ on mitral valve side while appears endothelialized on the pulmonary vein ridge side. Tee review from 45-day post implant ((B)(6) 2022) and device was also found to be more proximal on the mitral valve side. The patient is asymptomatic at this time. There was no intervention performed. The patient is placed on oral anticoagulant (oac). The plan is to continue to monitor. The patient was reported to be stable.